Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located at 280 mm from the hub. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2015. It was reported that crossing difficulties were encountered. The focal target lesion was located in the left circumflex artery with acute bend. Following predilation, an 8x2.75mm taxus liberte stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.